Manufacturer narrative:
(B)(4). Product evaluation in process.

Event description:
Customer complains of high results. Customer states that he feels physically fine and denies the need for medical attention. The customer's expected blood results are 115-130mg/dl fasting. Verified test strips expire 02/26/2018. Confirmed customer's test strips are being stored properly and opened vial date is 08/29/2015. Reviewed meter memory (B)(4). Customers concern:517 mg/dl, 472 mg/dl. No adverse event reported.